Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system displayed level sense error. Customer reported that there was an issue with the triglyceride (tg) for one patient result. Customer reported that the tg quality control results were erratic. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that patient treatment was not altered based on the erroneous result. Bec field service engineer (fse) changed the level sense bead. The fse found the sample probe was bent and replaced the sample probe. The fse performed alignments and calibrated the tg. Root cause is not known. The service that was performed has resolved the issue.